Event description:
Pt revised for leg length discrepancy.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges dislocation and elevated metal ions. Doi: (B)(6) 2008 dor: (B)(6) 2009 right hip 1st revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.